Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Event date not provided/unknown. Device not returned.

Event description:
It was reported that the abutment screw (mhlas) became stuck inside of the abutment and will not disengage.

Manufacturer narrative:
No product was returned for inspection. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer . D4: expiration date, UDI: n/a. G1-g2: contact office - name/address. G4: date received by manufacturer. G7: type of report. H2: follow up type. H4: device manufacture date. H6: evaluation code. H10: additional narratives/data.

Event description:
No further event information available at the time of this report.